Manufacturer narrative:
The device was used for treatment, not diagnosis. Patient weight reported.

Event description:
During a hip osteotomy procedure, the guide wire broke when the surgeon was trying to remove it through the k-wire hole in the plate. The guide wire broke off below the level of the plate, and the fragment remains in the pt. The fragment will not be removed until the pt returns to operating room for scheduled plate removal as part of the treatment plan.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.